Event description:
It was reported that this pacemaker was interrogated and discovered to be in safety mode during a routine follow-up appointment. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated the explanted device was lost at the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker was interrogated and discovered to be in safety mode during a routine follow-up appointment. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.